Event description:
The customer reported that there was a shadow in the image and the image was darkened (would not center the light). The reported issue was observed during an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of brightness adjustment problem.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device referenced in this report was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.